Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and broken belt clip slot.

Event description:
Customer reported the insulin pump has been alarming motor error within the last week. Customer stated he woke up to an alarm and his blood glucose was 260 mg/dl, treated with the device. Customer was not doing anything when alarms occurred. Alarms have occurred during basals. Customer does not recall any significant events that may have caused the alarm. He was sleeping and watching tv when the alarms have occurred. The device was not exposed to an MRI. Customer does use sensor but wasn't using it at the time of the alarms. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.